Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information catheters packaged in ch/fr 16 pouches have an orange ring indicating ch/fr 18. Without knowing whether it is the indication on the catheter or the packaging that is incorrect. The device was not used.